Manufacturer narrative:
No conclusion code available; failure event observed during analysis. Only the connector portion of the lead was returned. Visual inspection found full breached outer insulation degradation was noted at 4.7cm from the connector pin exposing the outer coil. The other damages found were sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.